Manufacturer narrative:
The patient was born in 1975. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as non-compliance with sterilization techniques, which resulted in peritonitis. The patient was hospitalized for the reported event. The treatment and outcome of the peritonitis were not reported. The actions taken with pd therapy were not reported. Additional information was requested, but the reporter declined to provide further information about this event.